Event description:
A 44 yr old white female g2p2, status post bilateral subglandular inframammary gels (no records on size/type states baxter) in 1975, placed for augmentation. Denies change in size, but softer. Positive history of trauma. Minimal local discomfort. Arthralgias, myalgias, (positive morning stiffness), spasms, paresthesias, fatigue, swollen glands, hot flashes, dizziness, sinus problems, rashes, sensitivity to cold/chemicals, positive raynaud's, shortness of breath, choking sensation, weight gain. Menstrual/genitourinary irregularities, and easy bruising. Right ruptured breast implant and bilateral calcified contractures.